Manufacturer narrative:
Failure mode: the customer reported that the infusion pump did not deliver medication during use. Analysis: mckinley's service technician evaluated the pump for the cause of the alleged no delivery. The pump was tested according to mckinley service procedures. All tests met requirements. Therefore, the alleged under delivery could not be duplicated. Cause of failure: based on the evaluation, the root cause for the alleged deficiency could not be duplicated, nor could the cause of alleged failure be determined.

Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump did not deliver medication during 24 hour infusion regimen. There was no injury associated with this event.